Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The sample initially resulted with an na value of 127 mmol/l and this value was reported outside of the laboratory. A second sample was collected from the patient and tested for na, resulted with a value of 141 mmol/l. The customer then repeated the first sample twice, resulting with na values of 141 mmol/l and 141 mmol/l. Another na value of 141 mmol/l was provided, but it could not be confirmed if this value was from the first sample, second sample, or a sample from a different patient. A clarification was requested. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.